Event description:
Patient reported ¿pain in the breast area", ¿ear plagued¿ not device related, and ¿there was still the suspicion that patient had a tumor, so a tissue sample of the breast had to be taken" also not device related. It was later reported 'swelling/fluid accumulation. Capsulitis / dd alcl.' Patient underwent a mammography, mrt(MRI), and ultrasound. The device has been explanted and replaced with a non-allergan product. This record relates to the right side. Histopathological markers confirming alcl have not been received.

Manufacturer narrative:
Continued h.6 : f2203 imaging required, f2201 biopsy. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, lymphoma-alcl-suspected. Explanting physician: (B)(6).